Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp, 7 day sets leaked. The following information was provided by the initial reporter: "leakage from the product".

Manufacturer narrative:
H6: investigation summary a 20019e7d sample was not available for investigation of this feedback; however the customer indicates leakage was identified from the male luer component during infusion. It was not made clear in this instance whether the leakage originated from the connection of the luer or from the tubing joint of the male luer. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125590 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 y ext w/vlv ports & 2 sld clp, 7 day sets leaked. The following information was provided by the initial reporter: "leakage from the product."